Event description:
It was reported the pt has felt soreness at her ipg site since implant. She also reported she has been very sick for the last 1 1/2 months, but she has not received a diagnosis. She stated her physician will most likely culture her ipg site to determine if she has an infection. No further info is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.